Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was able to verify the reported issue. The root cause of the issues was determined to be the reed switch sw5. Root cause component: 3320544-002. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device will not turn on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.